Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that these types of events can occur: ¿early or late postoperative infection and allergic reaction¿ and ¿postoperative bone fracture and pain¿. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-08476 & 08607/08608).

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, patient's legal counsel reported patient allegations of pain. Review of invoice history suggests patient was revised on (B)(6) 2012 due to infection as a hip stem mold was implanted. All components were removed and a biomet modular head and hip mold stem and competitor cup were implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.